Event description:
It was reported that the clips would not advance. They used another like device. There was no pt consequence.

Manufacturer narrative:
(B)(4). Eval summary: the analysis results found that the el5ml device was returned with the jaw ramp broken from the right side. The instrument was cycled and ejected the remaining clips due to the jaw condition. An investigation has been initiated to address the root cause of the broken jaws issue. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the mfg process.